Manufacturer narrative:
After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens for investigation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined. Based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. Reference complaint # (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the smarttouch catheter puller wire broke and the user also lost image with the acunav catheter during an unspecified procedure. Both catheters were replaced to continue and complete the unknown procedure. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon but with no results.